Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned for evaluation; however, it was reported that there was a loose connection which is a known cause of the reported alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of four of peritoneal dialysis therapy. The tsr advised the patient to complete therapy with manual supplies. During the troubleshooting, it was determined that there was a loose connection from a line to a bag. There was no patient injury or medical intervention associated with this event. No additional information is available.